Event description:
It was reported that during unpacking the device, no stent was present on the balloon. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received with the stent protector placed over the balloon. When the stent protector was removed and it was noted that the stent was detached from the balloon and was not received for analysis. A clear impression was visible on the balloon of where the stent had been crimped initially. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during unpacking the device, no stent was present on the balloon. No patient complications were reported and the patient was stable.